Manufacturer narrative:
The reported complaint of connection problem was not confirmed on the device. Final analysis found that the outer helix length was within specification and no anomalies were noted. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted the lp needed to be redocked several times due to docking issues and difficulty advancing the protective sleeve. Under fluoroscopy, it was noted that the lp helix was compressed. The lp and delivery catheter were replaced. The patient was recovering post procedure.